Event description:
The customer's nurse reported via phone call that the customer was hospitalized with a blood glucose level of 466 mg/dl. Nurse reported that the reason for the hospitalization was not the high blood glucose level, but non-diabetes related chest pains. The nurse wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the call was 85 mg/dl. The customer declined to complete troubleshooting and was advised to monitor the insulin pump. The device will not be replaced or returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).